Event description:
Customer's nurse reported that customer's insulin pump is broken and she needs a replacement. Customer is in the hospital for a non diabetes related illness. Customer's nurse stated the only information she knows is that the device is broken. She does not know what the actual issue is. Customer's nurse was advised to have customer call in to report the issues and have the replacement order processed. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).